Event description:
It was reported that the insulin pump alarmed during the rewind process. Blood glucose reading at the time was 180 mg/dl. Assisted with clearing the alarm. Insulin squirted out when infusion set was connected to the insulin pump. Advised to discontinue insulin pump use. Out of warranty letter will be sent to customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.